Event description:
The reporter indicated that a 12.1mm micl 12.1 implantable collamer lens of -3.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2020. Narrow vault was observed. The lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: b1: should be corrected to adverse event. B2: should be corrected to required intervention to prevent permanent impairment/damage. D6b: lens explanted (B)(6) 2022. H6: 1494- acd<3.00, age >45 at time of implantation. Claim# (B)(4).